Event description:
On 19-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 50 mg/dl, followed by rebound hyperglycemia with a peak value of 238 mg/dl after overtreating the low. The user remained connected to the ilet, which continued insulin delivery to bring glucose levels back into range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.